Event description:
It was reported that approximately 5 cm of the drain was retained in the right thigh lateral tissues. Drain segment was surgically removed.

Manufacturer narrative:
The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. (B)(4).